Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device MFR date is unk. Although the complainant has indicated that the suspect device is being returned for eval, it has not been received. The device eval has not been performed; the cause of the reported malfunction is undetermined.

Event description:
It was reported to boston scientific corporation on august 08, 2008, that a corflo cubby low profile gastrostomy device was used during a percutaneous endoscopic gastrostomy procedure. According to the complainant, about three days after placement, the bolus feeding tube was kinked and nutrition could not flow through the tube. The procedure was completed with another corflo cubby low profile gastrostomy device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good".